Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx drug eluting stent to treat a moderate - severe tortuous and mildly calcified lesion located in the mid circumflex artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. Device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that the stent failed to pass the lesion and stent deformation occurred. Procedure was not completed. Patient status post-procedure is alive with no injury.